Event description:
It was reported that "3 screws removed from an ankle arthrodesis nail due to skin irritation".

Manufacturer narrative:
Device discarded by hospital. No evaluation will be performed. If additional information becomes available, it will be reported on a supplemental report.